Event description:
As reported, the valve embolized aortic and patient remained stable so the valve was pulled back to the descending aorta and a second valve was prepared and delivered with no issue. Patient was transferred to ICU in stable condition.

Manufacturer narrative:
Device remains in patient. Investigation is ongoing. See manufacturing report # 2015691202313984 for related event h3 other text : device remains in patient.